Manufacturer narrative:
Additional information was received that the product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. It was not indicated if the user maintained a fixed inner shaft position during deployment but the user probably did. Additional information is still pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The physician encountered strong resistance when the distal portion of the precise sds was exiting from the guide catheter into the left common carotid artery. The distal portion of the precise stent prematurely exited from the distal tip of the sheathless guiding catheter. Therefore, the physician used a different stent instead. There was no patient injury reported. It is unknown if the lesion was a de novo, but it was not calcified or tortuous and contained a 90% stenosis. Approach was made from the right brachial artery with a non-cordis sheathless guiding catheter. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. It was not indicated if the user maintained a fixed inner shaft position during advancement. One non-sterile precise pro rx us carotid syst was received coiled inside a plastic bag. Unit was deployed. Stent was received. Outer member was kink at 33.5cm, 35cm and 36cm from ID band. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured in different distances and found within specification. Although the unit was deployed; functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of kink condition could not be conclusively determined; during manufacturing process there is a control to detect this kind of issue. The failures reported ¿sds - deployment difficulty-premature/in patient-during advancement¿ and ¿sds - resistance/friction-outer sheath¿ by the customer were not confirmed since no anomalies were found during dimensional and functional analyses. The cause of the failures could not be conclusively determined. The failures do not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. As analysis of the returned device did not confirm the reported difficulty and based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device, device interaction or vessel characteristics and is not related to a product quality issue.

Event description:
During advancement of an 8x30mm precise pro rx for cas of the left internal carotid artery, there was strong friction inside of the guiding catheter when the distal portion (which was containing the stent) of the precise pro was being passed out from the left common carotid artery and the distal portion of the precise pro came out from the distal tip of the sheathless guiding catheter. Therefore, the physician used a different stent instead. The procedure was finished successfully after post dilation with a balloon catheter (saring 4.0x30mm). There was no patient injury reported. It is unknown if the lesion was a de novo, but was not calcified or tortuous. The % of the stenosis was 90%. Approach was made from the right brachial artery with a sheathless guiding catheter (axcelguide), and it was engaged to the left common carotid artery. Then, a filter wire (filterwire ez) crossed the target lesion and the filter was deployed at the distal site. A balloon catheter (genity 3.0x30mm) was delivered for pre-dilation, and was inflated at the target lesion.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.